Event description:
It was reported that, "dr attempted to implant the cup listed. The cup would not fully seat. Dr then reamed "line to line" and attempted to impact the cup again. Again, he was unable to fully seat the cup. He abandoned using the new tritanium primary and implanted a trident hemispherical shell."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.